Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and unable to recover drawer. A field service engineer (fse) reseated the retractor band and tested the drawer in hardware test application (hta). The customer inventoried the entire pocket, and while onsite the fse observed no failures. The customer also inventoried the whole drawer, confirming that all cubies were functioning and the drawer was operating properly. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pockets a3, a5, c1, c2, c4, d1, d3, d6 and e3 in drawer 4.1 were failed and unable to recover. Customer stated that the machine was manually rebooted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.